Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), complainant alleged that the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and the analog board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.